Event description:
Situation: patient was being attended to one hour cardiac post op by outgoing day shift respiratory care practitioner (rcp) and nurse practitioner (np). In evening, patient vn500 ventilator pressures per np had "cut out", etco2 (end-tidal co2) had risen sharply and were not at the patients baseline. Rcp changed neo flowsensor on vent which did not alleviate the problem. On coming night shift rcp entered the room and started bagging the patient at good pressures with good chest rise and etco2's. Vent malfunctioning was moved off patient and new vn500 was placed in room by oncoming tl rcp and placed on patient. Vent leak was noted and resolved, cxr (chest x-ray) done, endo tracheal tube (ett) retracted, and patient left in stable condition. Background: patient is a nicu transfer post op and had been using the vn500 ventilator with no issues, through the procedure, and for an hour post op. The ventilator had not been reported to be cutting out pressures until this instance. Assessment: erroneous ventilator was assessed by rcp , rcp assistant manager, and biomed eng. Tech and was found to be using an older neoflowsensor cable from 2016. The ventilator was cleaned and brought to biomedical engineering for further assessment. Recommendation: use vn500's which rely on a flowsensor to function properly with new flowsensor cables to mitigate any errant issues due to older/loose connections, if any issue occurs impeding ventilation urge user to start bagging patient with flow inflating bag evaluation notes: evaluated ventilator, the neo flow sensor cable is from 2016, which should be replaced every two years. Able to recreate issue described by nurse by utilizing test circuit and lung but the existing old cable and neo flow sensor. With this setup, a question mark symbol in the minute volume field appeared just as the nurse reported. The test lung was showing breaths being delivered and also the small o-led screen shows breaths but the breathing waveforms dropped on the screen. Problem cause: aged neo flow sensor cable which has loose connection to neoflow sensor. This event caused minimal temporary harm.